Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed a small crack on the top of the case?s lower left corner. Customer?s reported issue was duplicated during power-up process. The root cause of the reported issues was found to be caused by particulate contamination from manufacturing. Actions taken to mitigate the reported issue: replaced interconnect board. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that base hardware failure event occurred. No patient injury reported.